Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective therapy. Diagnostics discovered contact with high impedance. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.